Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that atrioventricular block occurred. A pulmonary vein isolation procedure was performed using farawave catheter. Post procedure, patient was returned to the room and after 4 to 5 hours the atrioventricular block was identified. A right ventricular apical pacing catheter was inserted and pacing was performed.